Event description:
Reporter indicated that the patient's device was registering high impedance. As per the physician x-rays that were taken that did not show any gross lead fractures. The patient underwent a full revision surgery. Request for the products to be returned only managed to have the patient's generator returned; the lead was discarded after the surgery. Attempts for more information were unsuccessful.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.